Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. Three catheter tubing kinks were observed approximately 66.3cm, 72.9cm and 73.7cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and two leaks were detected on the membrane approximately 24.1cm from the iab rear seal and measuring approximately 0.09cm in length. The evaluation confirms the reported leak which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the balloon could not be inflated and blood appeared at the end of the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the balloon could not be inflated and blood appeared at the end of the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The complete event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the balloon could not be inflated and blood appeared at the end of the balloon. There was no reported injury to the patient.